Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during preparation of the clip delivery system (cds), the grippers did not move simultaneously and if were to reoccur during use, has the potential to cause or contribute to patient injury. It was reported that during preparation of the clip delivery system (cds), while closing the clip the arm positioner froze and would not allow closing. When the clip was reopened, one of the gripper arms was down and one was up. This occurred 5 times. During the 6th attempt, both gripper arms actuated together; however, the cds was not used. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new cds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported gripper arm actuation issue and physical resistance in the arm positioner were not confirmed via returned device analysis. The investigation was unable to determine a definitive cause for the reported issues. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial MDR being filed, the following information was received: the device (dc handle and sleeve) were fully flushed and de-aired prior to gripper arm actuation. There was no resistance while retracting the gripper levers. Prior to closing the clip, the clip was locked and the arm positioner returned to neutral.